Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to encoder signal out of phase. The insulin pump was received with minor scratched liquid crystal display window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. The customer tried to clear the alarm by pressing certain buttons, however it did not resolve the issue. The customer stopped the use of the insulin pump and reverted to manual injections. The customer's blood glucose was unknown. Nothing further was reported.